Manufacturer narrative:
Patient information was unavailable from the site. The field generator and the electromagnetic emitter was returned to medtronic, however, analysis has not been completed. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733320, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the tracker was not recognized due to magnetic field communication error. The site was able to complete the procedure after using another navigation system. There was no delay in the procedure, but the patient impact is unknown.

Manufacturer narrative:
Analysis on the returned electromagnetic field generator resulted in an electrical failure being found. Analysis states that the unit will not track and displays a red status/communication error. Analysis on the returned on the returned power switch cable resulted in no failure being found. Analysis states that it passed continuity test with no opens or shorts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the procedure was completed without problems using another navigation system.